Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer was asked if he recalls any significant events leading to the button error alarm. The customer stated that he was trying to bolus when alarm occured. The cutomer was advised that the insulin pump need to be replaced. The patient was advised to discontinue to use the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)